Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to change the key's position. The customer then reported that the system was working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No pt injury was reported.